Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "metaphyseal sleeves as the primary implant for the management of bone defects in total knee arthroplasty after post-traumatic knee arthritis" written by carlos martin hernandez, luis javier floria arnal, andres gomez blasco, alberto hernandez fernandez, cristian pinilla gracia, luis rodriguez nogue, miguel lizcano palomares, and elena masa lasheras published the knee accepted by publisher 14 may 2018 was reviewed. The article's purpose was to evaluate the clinical and radiological results of the use of metaphyseal sleeves in primary total knee arthroplasty surgery after post-traumatic arthritis. Data was compiled from 25 patients who received implants between october 2007 and december 2013 consisting of 17 men and 8 women age mean age of 64 years with follow up maximum of 10 years. All implants were depuy products. Cement manufacturer was not identified and patella resurfacing was performed. The article provides radiographic images illustrating cases in which small-retained hardware did not interfere with sleeves or stems and left in place when tka was performed (figure 1 and figure 2) depuy products: sigma tc3 knee system adverse events: wound dehiscence (treated by secondary closure) persistence of pain associated with tibial stem (treated by analgesics and anti-inflammatory drugs but persisted to end of follow up) intraoperative incomplete fractures related to sleeves - one femoral and one tibial during milling of metaphysis (no intervention provided as they were deemed "stability of system had not been compromised").